Event description:
It is reported that the fms was inserted and blocked, which was difficult; after a short time the inflation port leaked. The fms was then removed and replaced with another fms device which worked without problems.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. An email was sent to clarify if patient used the product, for how long and if used was it replaced or reinserted. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.